Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of drain line was confirmed. The root cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check heater line alarm during fill 1 on the homechoice machine (hc). The home patient mentioned they have reused the drain extension three times. The technical service representative (tsr) advised the home patient (hp) to use a new extension every time. The fill volume began increasing. There was patient involvement; however, there was no injury or medical intervention reported.